Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during femtosecond laser assisted cataract surgery, the capsulorhexis was not completed between one to three o'clock. When the capsule was being opened, the posterior capsule ruptured and the vitreous body poured into the anterior chamber. The intraocular lens was implanted successfully. Additional information has been requested.

Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Following the reported event, a service record (sr) was opened for standard preventative maintenance (pm). The company service representative, examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).